Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: there is a tightness thats observed in the plunger due to which medication error towards the quantity.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: no samples (including photographs) were returned for the reported issue of tightness while giving medication for material number 300844 and lot number 2278065, so retention samples were used for the investigation. The device history review (DHR) of material number 300844 and lot number 2278065 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigating team has used a retention sample of material number 300844 and lot number 2278065 for investigating the reported defect. The investigating team has verified the plunger sustaining force and tested the samples for tightness. No tightness was found in the retention samples. All the samples were found within limits. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 : see h.10.

Manufacturer narrative:
Investigation summary no samples (including photographs) were returned for the reported issue of tightness while giving medication for material number 300844 and lot number 2278065, so retention samples were used for the investigation. The device history review (DHR) of material number 300844 and lot number 2278065 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigating team has used a retention sample of material number 300844 and lot number 2278065 for investigating the reported defect. The investigating team has verified the plunger sustaining force and tested the samples for tightness. No tightness was found in the retention samples. All the samples were found within limits. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: there is a tightness thats observed in the plunger due to which medication error towards the quantity.